Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of low bg. Customer reports auto mode was automatically delivering insulin at the time of low bg event. The customer was treated with food. The insulin pump will be returned for analysis.